Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Burn mark appeared on hand - oral-b [thermal burn] nearly causing choking [choking sensation] overheating - oral-b [device temperature issue] burning smell from the battery area - oral-b [device issue] head came off - oral-b [device breakage] case narrative: female consumer via e-mail reported that the oral-b ioseries8 toothbrush handle overheated, a burning smell came from the battery area, a burn mark appeared on her hand, and the oral-b toothbrush head came off nearly causing her to choke. No serious injury was reported. 14-dec-2024 follow-up via e-mail: consumer recently had surgery and was told she has a terminal illness (not product related). No serious injury was reported.